Event description:
It was reported by a surgeon that during a da vinci-assisted pulmonary lobectomy, the arms of the patient side cart were making a crunching noise when manipulating the stapler instruments. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for assistance with troubleshooting during the event. The tse recommended trying different staplers instruments, however, the same issue persisted. During the event, it was mentioned that there was a bleeder from the pulmonary artery (pa). On (B)(6) 2022, intuitive surgical, inc (isi) obtained additional information about the complaint: the surgeon reported that there was an issue with the first endowrist stapler 30 curved-tip instrument during the case, therefore, the or staff opened a second endowrist stapler 30 curved-tip instrument , and the surgeon stated that there were issues with the second stapler. A third endowrist stapler 30 curved-tip instrument was opened and there were no issues with the third stapler instrument. During the task of transecting the pa, there was mention of a bleeding. It is unclear if the bleeding occurred after the first, second, or third attempt to transect the pa. In regards to the bleeding, the surgeon indicated that there was no significant blood loss and he was able to control the bleeding by firing another reload using the third endowrist stapler 30 curved-tip instrument. The case was completed robotically.

Manufacturer narrative:
Based on the current information provided, the root causes of the customer reported failure modes and intra-operative complication are unknown. A follow-up MDR will be submitted if additional information is received. An intuitive surgical, inc. (Isi) field service engineer (fse) investigation has been completed. The fse was unable to reproduce the reported stapler firing issues on arm 3. No part replacement was required. The system was inspected, tested, and verified as ready for use. A review of the site's complaint history was performed and found that there were no other complaints identified for this product. The logs were reviewed by an isi advanced failure analysis (afa) engineer and the following findings were obtained: there were multiple stapler 30 and stapler 45 instruments used in the procedure: the first 1st stapler used: stapler 45 (part #470298-14, lot #t10210603-0002) was installed 5 times and fired 2 reloads (both green). Both firings (occurred on 1st and 5th install) were completed per the logs and had engagement failures on installs 3 and 4. There was 1 incomplete clamp on the 5th install, no other clamping issues. The second stapler used: stapler 30 curved-tip (part # 470530-05, lot # t10180716-0039) was installed 2 times and fired 1 reload (white). Firing occurred on 2nd install and resulted in a partial fire at 61% completion. There were no incomplete clamps. The third stapler used: stapler 30 curved-tip (part # 470530-08, lot # t10200227-0071) was installed 5x and fired 3 reloads (all white). Firings occurred on 1st, 2nd, and 5th install and were completed per the logs and also had engagement failures on installs 3 and 4. There were no incomplete clamps. The fourth stapler used: stapler 30 curved-tip (part # 470530-05, lot # t10180716-0048) was installed 1 time and fired 1 reloads (white). Firing occurred on 1st install and was completed per the logs and there were no incomplete clamps. No image or video clips for the reported event were submitted by the customer for review. This complaint is reportable due to the following: during a da vinci-assisted pulmonary lobectomy surgical procedure, it was alleged that there was a bleeding from the pa. The surgeon was able to control the bleeding by using a backup stapler instrument and firing another stapler reload. At this time, the cause of the intra-operative complication is unknown. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.